Event description:
It was reported by one customer site of an occurrence where a single user was unable to retain any medical history comments in the medical history screen of pre-anesthesia evaluation (pae) application. There were no adverse events or pt injuries resultant from the reported alleged malfunction.

Manufacturer narrative:
Upon investigation, it was determined that if the user's password contains any of the following characters: plus sign (+), single right quote ('), backspace (\), data entered or edited by the individual user on the medical history screen of the pre-anesthesia evaluation (pae) module is not retained. This info was reported back to the reporting anesthesiologist; he confirmed the use of the characters in his password and changed his password. Based on the update of the user's password, the mckesson anesthesia care (mac) software application functioned as intended for the user. A historical review of complaints indicated that this is the first reported complaint received of this nature. There was no injury on the actual pt and/or no delay in pt care.